Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry listed the drug as morphine 5mg/ml, 0.5mg/day) in an implantable pump non-malignant pain and failed back surgery syndrome. The pump was removed due to infection. No further information was provided. Additional information was requested from the consumer regarding drug information, infection onset date, event details, and if the issue resolved. If additional information is received, a follow-up report will be submitted.